Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via telephone call that the piston on the insulin pump hit the reservoir during the prime. The blood glucose reading was 171 mg/dl. The customer reported that the insulin continued to drip after the motor stopped. The customer was not wearing the insulin pump during the prime. The customer was using proper priming technique. The top of the reservoir and tubing connector were not wet prior to connection. The customer saw a gap between the piston and the reservoir stopper during the prime. The customer was advised to change the infusion set or reservoir and to hold the act button until the insulin exited the tubing. The customer reported that insulin did not continue to drip after letting go of the act button. The customer stated that the drive support cap appeared normal and recessed. The customer was advised to discontinue use of the insulin pump that the insulin pump would be replaced and agreed to return the product for analysis.